Manufacturer narrative:
As reported, about one week post-implant of the ventralight st mesh, the patient was diagnosed with ecchymosis, resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. This MDR represents the ae of ecchymosis. Additional mdrs were submitted to represent aes of seroma and adhesions. Device not returned - remains implanted.

Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2013 subject patient underwent a primary open midline infra umbilical hernia repair procedure, during which a bard/davol ventralight st mesh was implanted using mechanical fixation and sutures. Full skin closure was achieved using staples. The subject patient was discharged from the hospital on (B)(6) 2013. (B)(6) 2013 subject patient was diagnosed with significant ecchymosis in the lower abdomen. No treatment given. Noted improvement on the 2nd follow up visit; no ecchymosis was noted on the 3rd follow-up visit. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as resolved.